Event description:
The account alleged the bed was brought to the shop with the head section fully raised. He was able to lower head section, but as soon as power was applied; the head section would un-intentionally rise.

Manufacturer narrative:
The account isolated the issue to the right siderail. The account replaced the right head siderail to repair the bed.